Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had shortness of breath and it was not sure if it was related to the performance of the product. The right atrial (ra) lead detected no p waves in either the unipolar or bipolar mode. Also the last time that atrial capture management was ran it was not possible to confirm capture or loss of capture. The ra lead remains in use. No further patient complications have been reported as a result of this event.